Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working length was in good condition, while the non-working length was damaged at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was kinked at 5.5cm from the distal tip. No damage was noted on the pushwire. No other anomalies were found. Testing/analysis: the returned solitaire fr 6-30 stent device cannot be used for resistance testing due to its damaged condition. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿resistance during delivery/retrieval¿ was confirmed, as the returned solitaire fr 6-30 stent was found with kinked teardrop struts and kinked marker coil. The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent through the catheter against resistance. The root cause of the resistance could not be determined. Possible causes include vessel tortuosity, using a damaged or incompatible catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, the reported rebar 27 catheter was compatible with the solitaire fr 6-30 stent device as it had a labeled inner diameter (ID) of 0.027 inches, ruling out incompatibility as a possible cause. In addition, the customer stated that a continuous flush was administered; however, it was not specified if the continuous flush was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline as a possible cause. Thus, vessel tortuosity, a damaged catheter, and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance complaint. Since the reported rebar 27 catheter was not returned, any contribution to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a cerebral infarction, a thrombosis was identified at the end of the right internal carotid artery. The procedure involved the use of a  solitaire fr stent in combination with a rebar27 microcatheter. During the procedure, the stent felt very astringent when entering the microcatheter and was difficult to push out, encountering resistance during delivery. The surgeon removed the stent, flushed it, and attempted to reinsert it, but the difficulty persisted. To ensure the safety of the operation, a new solitaire stent was used, and the pull-out combination was performed again, successfully removing the thrombus and opening the blood vessel, completing the operation. Additional information received reported that the resistance was in the middle and distal part of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.